Event description:
The patient had coronary artery bypass graft (CABG) and mitral valve repair (mvr) surgery. Notes from the cardiology consultation: "...the patient had a biventricular implantable cardioverter defibrillator (ICD) implanted shortly thereafter. Three years later, the device had reached the end of its life prematurely and the patient had a generator change, as well as implant of a pace-sense electrode at that time. The reasoning for this was unknown. He now returns and his device was uninterrogatable due to battery depletion. Because the riata lead is on advisory, the patient was referred here for lead management.notes from the operative report: "the patient had a st. Jude riata electrode in place...in the past, the patient had had a separate pace sense lead inserted into the right ventricle and the pace sense portion of the riata lead had been capped and abandoned. In addition, the patient had a coronary sinus electrode for the left ventricle and a right atrial electrode. After mobilization of the leads, we found that the right atrial electrode had insulation break beneath the suture sleeve. This was discovered by arcing of electro cautery to area. This did not result in any harm to the patient. The leads were examined under magnified fluoroscopy and ascending angiogram made of the riata lead. This did not show any externalization of conductors, which is the mechanical disruption seen typically with this lead...attention was first directed to the more recently inserted pace sense right ventricular electrode. A stylet was passed down this lead and the active fixation device withdrawn. With gentle traction alone, this lead was removed in its entirety...the right atrial lead and the chronic riata electrode could not be removed with gentle traction alone and accordingly, these leads were amputated and laser locking stylets passed down each in turn. In addition, for the riata electrode, the conductors were separately isolated and ligated for separate counter-traction in the extraction process. Using a 16-french excimer laser, the right atrial lead was removed in its entirety without difficulty and then the riata lead was similarly extracted without difficulty. The patient was taken to the post-anesthesia care unit (pacu) in satisfactory condition having tolerated the procedure well."what was the original intended procedure?insertion of temporary pacer, right common femoral vein.explant ICD generator.laser lead extraction times 3.implant biventricular ICD two leads.